Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted:(B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a fall and crushed the leads. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the fall was due to the patient losing balance when turning to sit in the shower. They slipped and hit their back, head, and right arm. The patient went to see the surgeon who put the leads in. The surgeon said the fall crushed the left lead and it needed to be replaced. The patient noted the event was resolved.